Event description:
The lay user / pt contacted lifescan (lfs) another country on dec. 6, 2007 alleging that his one touch ultra 2 meter does not power on. A medical affairs specialist (mas) sent follow up questions and obtained the following info: since four days earlier, the pt's meter has not powered on. The pt changed the battery; however, issue persisted. The pt does not take any diabetes medication. On the same day, the pt woke up at 7:00 am; however, did not have strength to get out of bed; therefore, he got out of bed at 11:00am when he felt he had enough strength. In between 7:00- 11:00 am the pt did not eat or drink anything. When the pt got out of bed, he still felt weak and dizzy; however, attempted to test his blood glucose and the meter did not power on; therefore, he ate 2 lumps of sugar and felt better within 15 minutes. He did not contact his physician for advice and did not test on another meter. The pt has had the subject meter for four months. Pt's blood glucose in the morning is usually around 62 mg/dl and 82 mg/dl and during the day his blood glucose varies from 130 mg/dl to 240 mg/dl depending on the time of test. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported, because the pt alleged he was unable to obtain a reading on the lfs product and later experienced symptoms, which were relieved by taking oral sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. It the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.